Event description:
It was reported that one of the patients leads was severed as shown in the x-ray. Additional information was received that the patient underwent an explant procedure and was doing well postoperatively. All explanted leads were discarded by the facility.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(4). Batch: 19796220.

Event description:
It was reported that one of the patient's leads was severed as shown in the x-ray.